Manufacturer narrative:
In the initial report (device) problem code grid was codded incorrectly it was corrected in this report.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the patient states the device was extremely hot and can't touch it. There was no report of patient harm or injury. The device was received by the manufacturer for evaluation, evaluation has not begun. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.